Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue due to which the patient experienced high blood glucose level reported to be 1000 mg/dl and the patient had large ketones. The patient self-treated by administering a bolus via the pump. Subsequently, the patient was hospitalized due to diabetic ketoacidosis. The patient received an insulin intravenous drip, which resolved the issue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.